Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that there was possible premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.